Event description:
During a bronchoscopy procedure, a piece of the rubber biospy valve broke loose and the rubber fell into the pt's lung. The md was sucessful in suctioning the piece out of the lung and there was no pt injury. The rn reported that she will be returning the biopsy valve to the manufacturer for evaluation.